Event description:
Alaris pump alarmed, "air in line". Upon checking pump, silicon tubing noted to be disconnected from distal blue slide clamp. There was no negative impact to patient. This silicon tubing may be reattached to the distal blue slide clamp however it remains somewhat easy to remove.